Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the syringe port was damaged on the rear housing. The investigation found that the device could not hold all programming after two (2) days without power from the battery. The investigation determined the issue was related the battery, indicating the aaa battery must be replaced as soon as possible after the pump indicates "low battery." Software was installed as a preventive measure and the rear housing was replaced. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming; it also had cracked housing around the syringe port. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.